Event description:
It was reported that the ventilator was alarming for low power (+24v) and a communication error. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported problem of low power and a communication error was, according to information from our service engineer, caused by a defective oxygen gas module. The oxygen gas module regulates the inspiratory oxygen gas flow to the patient. No oxygen gas module was received for confirmation of the reported failure, despite of several reminders having been sent. The logs confirmed that the ventilator had alarmed for the technical alarms that were initially reported. The failures in the log files indicated a problem with the oxygen gas module. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015. The root cause for why the oxygen gas module failed, has not been determined from this investigation.

Event description:
(B)(4).